Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was over 600 mg/dl at the time of the incident. It was reported that they were unable to troubleshoot as they lost the insulin pump. The insulin pump will not be returned for analysis.